Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. It was reported that the dissection was likely attributed to the patient's poor vessel condition.

Event description:
On (B)(6) 2014, the patient underwent an endovascular procedure using conformable gore® tag® thoracic endoprostheses (tgu343410j/12578013 at proximal, tgu373715j/12751832 at distal) and a gore® dryseal sheath with hydrophilic coating (dsl2228j/12431942) to repair a thoracic aortic aneurysm. It was reported that the patient's vessel condition was poor. After removal of the gore® dryseal sheath with hydrophilic coating, an angiography revealed a dissection at the right common femoral artery. It was reported that the dissection was likely attributed to the patient's poor vessel condition. A gore® excluder® aaa endoprosthesis iliac extender component (pxl161007j/12376274) and a bare metal stent were implanted to repair the dissection with success. The procedure was completed.